Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between a uv flash disconnect y-set and a uv flash transfer set. The two devices were not able to be connected using a uv flash machine. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification with no issues noted. Leak testing, clear passage testing, and clamp function testing were performed with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.